Manufacturer narrative:
On (B)(6) 2019, mentor estimated the date of event on (B)(6) 2017. If additional information received with the exact date, the date will be updated and submitted accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information indicated that the patient age at the time of event was 35 years old. The issue was discovered through patient symptoms: severely hard breast, implant rising towards collar bone, pain. Patient also reported that 2 surgeons have concerns that the implant is leaking and scheduled a MRI. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel 400cc silicone breast implants which the right side has issue with capsular contracture baker grade IV after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.